Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 (mg/dl). Carbohydrates were consumed to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss diabetes management.